Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) entered in a ventricular fibrillation episode. The device appropriately delivered therapy and the patient was able to recover. While analyzing the episode concerns were raised regarding the device contributing to the arrythmia after a pre-ventricular contraction and farfield oversensing being observed on the right atrial channel. Reprograming of the device was performed. This device remains in service. No further adverse patient effects were reported.